Event description:
Patient called lfs and alleged that his meter was only prompting an error 2 message. He reported that she was using the correct technique and the test strips were in good condition. The issue was not resolved with troubleshooting. The pt reported that he was taken to the hospital, however, the treatment was reported as none. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of a serious injury. A replacement meter is being sent to the patient. Medical affairs attempted unsuccessfully to reach the patient for more clinical information. A letter is being sent as a second attempt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.